Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the audio bolus button would require multiple presses in order to register an input. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at t his time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 09/05/2013 with the following results: no defect found. Testing was unable to duplicate intermittent or unresponsive "audio bolus" button. "Audio bolus" button cover intact, no tears. Exercised button multiple times, button responded each time. Removed button cover, white slug in place and no evidence of contamination on button contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.